Event description:
Information received regarding the explanted device notes intermittent loss of capture, no output and no magnet response. The patient experienced fatigue and dizzy spells. After replacement, the patient's condition was good.